Event description:
The device was returned by the customer for the issue of restriction and blockage in channel system observed during reprocessing. There was no harm to any patient. Upon evaluation of the returned device, it was noted that there was foreign debris was found protruding from the air/water nozzle. The debris appeared to be of white fibrous material not originating from the device. This medwatch is being submitted for the foreign material found in the air/water nozzle during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. It was noted that there was foreign debris was found protruding from the air/water nozzle and blocking it. The debris appeared to be of white fibrous material not originating from the device. A minor repair is required to return the instrument to the OEM specification. User¿s complaint of blockage was confirmed. A comprehensive leakage check was completed, no leaks were evident. Additional observations for the device are: water removal is out of standard; air/water volume out of standard; distal end cap worn; distal end rubber coating (a-rubber) glue is lifting; insertion tube is stained; switch 1 worn; light guide (lg) tube has minor crush marks; down angle is straining; and electrical safety test is not to specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer provided information on the reprocessing performed at the facility. The air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after the procedure, following the steps per the instructions for use. Detergent used for pre-cleaning is not known. Endoscope channels are being brushed during manual cleaning with a single use brush, model number unknown. Information on cleaning and disinfectant used, automatic endoscopy reprocessor (aer), or if the aer had any issues, all is unknown. The endoscope is stored in a storage cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The following were presumed to be the causes of the suggested phenomenon: the brush was broken during brushing of the air/water valve. Then bristle then entered the air/water channel and was stuck in the nozzle. For reprocessing, the user used a cloth such as gauze in which lint comes off. Then lint then lodged into the air/water channel and made the nozzle clog. The user might reduce/prevent the occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU) reprocessing manual "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." On manually cleaning the endoscope and accessories, the IFU states the following: "thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." The IFU states the following on inspection of the channel cleaning brush: "check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." The IFU adds the following on the topic of the channel cleaning brush: "the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.¿ olympus will continue to monitor field performance for this device.